Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button became detached from the pump and was difficult to press. There was no reported adverse impact to the customer's blood glucose level. The customer declined to troubleshoot the issue.